Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a tubal ligation procedure, the device tore the patient's tube and the physician had to cauterize the tube. No device fragment fell inside the patient. The procedure was completed with another similar device. The patient is doing well. No further information was provided.